Manufacturer narrative:
The customer reported that the needle separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. The needle was returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated half way up the needle. A material defect is the cause for the needle break.

Event description:
Per the information provided, as the doctor was removing the microtip from the patient he realized that the needle had separated from the handpiece. The needle did not fully separate from the device until after the microtip had been removed from the incision site. Intervention was not required as the full separation occurred outside of the patient. Another microtip was not used as the procedure was completed when the failure occurred. There was no harm, injury or complication to the patient caused by the failure.